Event description:
The customer reported that the tech console was not working properly. Further info from the fse determined that the system failed to boot to a usable state. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The tech controller connections were evaluated and repaired. The system nodes were also rebuilt. The system was tested and found to be working as intended and returned to service.